Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia, expressed fear of meal announcements due to perceived excess insulin delivery, and observed intermittent device malfunctions including an unresponsive wake button and erratic screen characters during meal announcement; the user had previously performed factory resets. Customer care provided support that included review of user reports, prior clinical coaching, and arrangement for device replacement for further assessment. Investigation of this case revealed suspected hardware and user-interface performance issues consistent with an intermittently unresponsive sleep/wake control and abnormal display behavior. Symptoms included low blood glucose with associated distress and sleep disruption. Outcomes included functional impairment of the device interface without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device analysis and may involve component malfunction and user interaction factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.